Event description:
Following a successful angio-seal deployment, the pt developed a hematoma. Manual compression was applied and hemostasis was achieved; however, the pt went into shock and required an 800 ml. Transfusion. The pt recovered and was discharged from the hospital the next day. The pt was a diabetic and taking anti-coagulants as prescribed. The physician did not perform a pre-placement angiogram as instructed in the angio-seal instructions for use. The st. Jude medical rep reviewed the angio-seal deployment criteria with the physician.